Event description:
Information provided states that after more than three years from the date of plates application, at the achieving of the maximum expansion of the cannulated screws, it was observed that two of the screws had broken in-situ (gp224 and gp432), one medial screw on femur and one lateral screw on tibia. During the removal, the tips of the broken screws were left in the patients femur and tibia. New plates were applied to continue with the correction.